Event description:
The device was being prepared for use and the guide wire was inserted through the hub of the catheter and advanced through the lumen to the tip and the physician felt some resistance. The physician pushed the guide wire forward and a plastic tube came out of the tip of the catheter. The lumen of the catheter was checked and the decision was made to use the device.